Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler sureform 60 instrument for evaluation, therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted for review. Customer was not able to provide the complete lot # of the sureform stapler 60 instrument, but the log review was able to find the sureform stapler 60 instrument (part # 480460-09 / lot # l90211103-0309) that matches the date of the event and the surgeon who performed the procedure. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a left hemicolectomy procedure. The alleged event occurred on the 4th use of the instrument. This complaint is being reported due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer attempted to fire sureform blue 60 staple reload with the sureform stapler 60 instrument, however, the staples stayed in a u shape. There was no message about compression or tissue being too thick were displayed. When removing the reload, it was noted that it did not retracted back into the usual place like it usually does. All the staples just stayed at the distal end. The customer tried another reload with the same lot and fired outside the patient to see if it would recreate the situation. The same situation happened. There was no tissue damage (just loose staples that were never fired) and they never transected any tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that she reached out to the staff/surgery team for further information.